Event description:
A (B)(6) old male patient contacted zoll customer support to report constant 'check therapy electrode' alarms. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant check therapy electrode alarms) has been confirmed. Upon evaluation, the black pulse wire was intermittent in connection with component j4 on the defibrillator board. The black pulse wire runs from component j4 and controls detection and pulse delivery in the therapy electrodes of the belt. The cause for the constant 'check therapy electrode' alarms is the intermittent connection between the black pulse wire and component j4. The root cause of the intermittent connection is a loose pin. No adverse event resulted from the defective component. The patient received a replacement monitor.